Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they were unable to snap the arteriotomy locator into the angio-seal insertion sheath. The procedure was a success. The patient was reported to be in stable condition. Additional information was received on 18oct2019. The type of procedure that was being performed was a coronary angioplasty in the cath lab. A 6fr procedural sheath was used. A pre-deployment angiogram was performed. Another angio-seal was used to complete the procedure. There was no damage noticed to the device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update evaluation by MFR, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The device was returned in a completely deployed state and the hemostasis sheath was unmated from the deployment sleeve. The locator, guidewire and partially opened poly foil pouch were returned as well. Visual inspection revealed that the hemostasis sheath was found to be unmated from the deployment sleeve which was in the rear lock position with color bands fully exposed. The device was returned in the completely deployed condition. There was a deformation noted at the hub of the locator. Upon microscopic analysis, it was noted that the plastic on the mating hub had multiple scratches/dents. It is most likely because it was tried to insert in the opposite way or repeated attempts at mating the locator with the hemostasis sheath. Functional testing was performed. The hemostasis sheath was mated with the arteriotomy locator. A tactile click snap was heard. The locator/sheath assembly was snapped as intended. No functional anomalies were noted with the device. Dimensional testing was performed. The outer diameter of the arteriotomy locator was measured at 0.0907" and found to be within the manufacturer specification. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.